Event description:
It was reported that technical services (ts) was consulted about this implantable cardioverter defibrillators (ICD) system available reports. Ts reviewed and discussed stored data. Ts noted there was some undersensing for the patients ventricular tachycardia (vt)/ventricular fibrillation (vf) and that anti-tachycardia pacing (atp) failed to convert the patients rhythm at the rhythms faster rates. Ts suggested adjusting the icds programmed sensitivity. This device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).